Manufacturer narrative:
A potential infection was reported to abbott. It was conveyed that the potential infection originates at the ipg site, however, no explanted products were returned for analysis. The ipg site was cleaned out and a hematoma was found. Cultures for infection were taken and came back negative. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that the patient had a potential infection at the ipg site. The ipg site was cleaned out on (B)(6) 2021 and a hematoma was found. Cultures for infection were taken and came back negative.